Manufacturer narrative:
Correction to d9 of the initial report, the incorrect returned date was entered. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over two (2) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify the root cause of the suggested event, but olympus speculates the following factors to be the cause. Dust, stain, or foreign material attached to the electrical contacts of the scope connector, and the connection state was insufficient, which temporarily weakened the electrical connection with the system, and the electrical load (stress) accumulated temporarily and weakened the electrical connection, adversely affecting the image signal output and making it unstable. The event can be prevented by following the instructions for use which state: "the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope displayed an error: e226: scope communication error. The issue occurred during a therapeutic right hemicolectomy procedure. The procedure was completed using the same set of device as it was restored. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.